Event description:
The customer reported the system would not display live images and completed the case with another unit. There was no report of serious injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.